Manufacturer narrative:
Correction: (B)(4).

Event description:
New information noted the patient was experiencing pacemaker syndrome prior to the explant but the patient was stable thereafter, that the patient's weight was (B)(6), and to correct that the reporter was a nurse/technician and not an md.

Manufacturer narrative:
Field complaint of backup operation was confirmed. The device was received in backup mode with battery voltage at bol level. Analysis of the device image determined backup occurred due to code corruption, but the cause of code corruption could not be determined. After re-loading the product code, the device exhibited normal functionality without being able to duplicate the backup condition. Total projected longevity based on nominal settings is 8.14 years, implant duration is 3.93 years and remaining longevity is approximately 4.21 years to eri.

Event description:
It was reported the patient¿s pacemaker was in back-up vvi. The patient¿s device was explanted and replaced on (B)(6) 2018. No further information was available.